Event description:
It was reported that there are white stains at the level of the grid of the console and filters. Those stains seem to be some fly eggs.

Manufacturer narrative:
Device was not evaluated due to no sample was returned for investigation. Investigation results: as of today, device return has been requested for this complaint but has not been made available to the designated complaint unit for a full evaluation. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. The provided photo does appear to show some unidentified marks on the filter but it is unclear if this is result of the cleaning/maintenance regime at the facility where the device is currently located. Further information was requested on this issue but has not been made available. If the device or further information is obtained in the future then this complaint may be reopened. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release.